Event description:
It was reported that a high blood glucose level was displayed as "high" with no specific value provided. Cause was not known. The customer addressed the situation by administering a correction bolus via the pump, and no further assistance was required.